Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided angiographic material was reviewed. The technical investigation of the returned instrument revealed that the stent is deformed at its distal end. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. The angiographic material was reviewed, but contains no additional information relevant to the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The IFU clearly states that a pre-dilatation of the lesion is mandatory.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The IFU clearly states that a pre-dilatation of the lesion is mandatory.

Event description:
The orsiro drug-eluting stent system was selected for the treatment of a lesion in the medial lad. After several attempts to cross the lesion the orsiro was removed and a stent deformation was noticed.